Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers. The analysis found that the pse60a device was received in good visual condition and with two ecr60d cartridge reloads present. Cartridge (b) ecr60d, l5346t was received fully fired and with cartridge deck damaged. Additionally the cartridge pan was received dislodged and with several drivers missing. Furthermore the one piece sled was out of its intended position. Cartridge (c), ecr60d, l5459x was received fully fired and with cartridge deck damaged. Additionally the cartridge pan was received dislodged and with several drivers missing. Furthermore the one piece sled was out of position and missing. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the clamped tissue was slipped forward at the 3rd firing when the device was fired on the gastric body. The cartridge was gold. The cut line and staple line were not properly and the staples were unformed or malformed. Oozing occurred. Blood transfusion was not required. The operation was converted to open. There were no adverse consequences to the patient. When the sales rep checked the operation video, he confirmed that the device was fired across an existing staple line and the knife pushed the target tissue since the device could not cut the staple line completely.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: were unformed/malformed staples noticed on both sides of the cut line or only on one side? Was buttressing material used? What other color cartridges were used during the procedure? What is the current patient status? Is the video available for review?